Event description:
The manufacturer received information alleging test failure occurred on a trilogy evo o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to the third-party service center for evaluation. During the evaluation it was noted that the devices is unable to pass the preventative maintenance test. An error code in relation to (soft power failure) was recorded in the device event log. The device is currently under investigation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging test failure occurred on a trilogy evo o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 ventilator was returned to the third-party service center for evaluation. During the evaluation it was noted that the devices is unable to pass the preventative maintenance test. An error code in relation to (soft power failure) was recorded in the device event log. The device is currently under investigation. If any additional information is received, a follow-up report will be filed. New information: correction to the initial statement: the device remained with the customer/user and was not returned to the service center for evaluation. The customer contacted the third-party service center with the complaint of (the devices is unable to pass the preventative maintenance test. An error code in relation to (soft power failure) was recorded in the device event log). The third-party service center recommended either replacing the internal battery or system board to address the issue. The third-party service center confirmed the customer/user was unsatisfied with the service quote and therefore has decided not to proceed with the repairs. Additionally, the third-party service center recommended replacing the system board to address the issue of (unused_005) unrelated to the reportable malfunction. A supplemental report will be filed if any additional information is received that changes the outcome of the reportable event. Box h coding was updated.